Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant med products: sig mod tib tray cem cocr 4 tibial tray component; pfc*sigma c/r npor fem rt sz 4 femur component; sigma crvd gvf ins 4 10mm tibial insert component; unknown knee patella component; unknown bone cement.

Event description:
(B)(6). Dots. Clinical adverse event received for revision right knee due to instability. Surgeon indicated that a femur fracture had occurred during implantation, requiring a cable. Doi: (B)(6) 2007; dor: (B)(6) 2018; (right, knee).

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the implant associated with this report was not returned. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.